Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-04043. It was reported that the patient presented for follow up with the right ventricular lead exhibiting high pacing impedance and loss of capture. The lead had been attached to a pulse generator that migrated under the patient's left armpit. Both the lead and generator were deactivated and left in place. The physician elected to implant the replacement system on the right side. The patient was in stable condition.